Event description:
Information received a smiths medical cadd duodopa pump 1400 was programed wrong. Nurse was assisting with duodopa alarm " reservoir vol empty " across screen display, then events of trouble shooting and calling for order revealed the pump is not to be set with reservoir volume of 100ml/day. Replacement pump sent with reservoir volume set to off. When reviewing pump setting , they did not match the orders on file. Ordered to call back for correct orders and medication error was filed. Overdosing of duodopa can impair cardiovascular, neurological altered mental status, gastrointestinal impairment along with toxic level of metabolism depending of bodily function.

Manufacturer narrative:
Follow-up with the site about this issue indicated that "this is a report of use error for having reservoir volume set by mistake. The pump was able to be sent into run mode with nurse intervention." Returned device was received good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device it was found that the test results were all within the published customer spec of +/- 6.0%, but one was outside the internal spec of +/-3.0%. The expulsor was found not to be calibrated correctly. The expulsor was trimmed to bring the accuracy closer to nominal specification. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.